Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. Two (2) devices were returned for evaluation: the part number co-n2328 screw was returned with the part number 70-0356 plate. The returned screw was inserted/embedded in the leftmost hole of the plate's distal row of 2.3mm screw holes and was freely spinning in said hole; the screw could not be removed from plate, and therefore, the returned itemswere evaluated as a construct. The other screws reported in this event were not returned for evaluation. The returned, aforementioned construct was examined with magnified photography. Observed phenomena included: [screw damage, head] heavy damage was present at the head of the returned screw; this included cosmetic/scratching damage to the top and sides of the head as well as significant/functional damage to the drive feature. Drive feature damage was extensive enough that engagements with known-functional engineering lab hex drivers were loose. [Screw damage, locking thread] damage was present in the top 1st through 4th visible turns of locking thread of the returned screw. Peaks/crests of thread had been mildly worn/sheared with portions of the thread form missing; the 1st turn of thread placed closest to the plate and partially covered by the plate was the most extensively damaged in the locking region. [Screw damage, shaft thread] damage was present in the 6th to 8th turns of thread as measured from the head of the screw. Peaks/crests of thread had been significantly worn/sheared with portions of the thread form missing; this damage spiraled along the noted threads. Damage was also present in the 13th to 16th turns of thread as measured from the tip of the screw. Peaks/crests of threads had been irregularly worn; irregular shearing was noted as shearing did not spiral along the threads but was instead only present as a gash one side/orientation of the threads. [Plate, locking thread] due to the screw and plate being returned as an assembled construct that could not be disassembled, the locking thread of the leftmost 2.3 hole in the distal row could not be examined. Chipping damage was present in the locking thread of the most adjacent 2.3 hole in the distal row; damage was present in the most distal portion of this hole and did not spiral with the threading. Additional observations: damage to nonlocking thread on the screw would potentially indicate that the shaft of the screw contacted the interior of the plate holes during insertion; this unplanned screw-plate interaction could damage the plate's locking thread and/or encourage cross-threading. However, due to unknown procedural conditions and as the left most 2.3 hole in the distal row of the plate could not be examined, the root cause could not be determined.

Event description:
It was reported during the procedure, the 2.3mm distal screw did not lock into the plate. The screw kept spinning and could also not be removed. From the plate. All other screws had been already placed/locked into the plate at this time, and as a result of this issue, all screws and the plate were removed from the patient. The 2.3mm distal screw still could not be removed from the plate itself. A new plate was used to complete the procedure. This issue prolonged the procedure by 30 minutes. There were no adverse consequences to the patient. This report is related to report numbers 3025141-2023-00001, 3025141-2023-00003, 3025141-2023-00004, 3025141-2023-00005, 3025141-2023-00006, and 3025141-2023-00007 for the other devices involved in this event.